Event description:
(B)(4). Had surgery to remove left ovary, left fallopian and right fallopian tube. Doctor had difficulty removing essure, had to make laparoscopic incision bigger to get essure out! I had to spend the night on the hospital due to severe pain from larger incision and my oxygen level dropped real low! Came home today!

Event description:
(B)(4). Chronic pelvic pain, weight gain, private insurance.

Event description:
(B)(4). Having exploratory surgery (B)(6). They are taking left ovary and essure coil and possible uterus and possibly right essure coil. Still having pelvic pain. They hope the surgery will alleviate the pain.